Manufacturer narrative:
Final analysis found that measured data was lost due to normal battery depletion. The pulse generator was at end-of-life (eol). After replacing the battery, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Event description:
It was also noted that the patient engaged in twiddler's syndrome. The device was replaced due to elective replacement indicator (eri).

Event description:
It was reported that during a routine follow-up when the wand was placed over the pulse generator, no pacing was seen and the patient passed out. It was noted that the device was at elective replacement indicator (eri) and impedance was 21 kohms. In 2008, battery data was 2.77 v, 4.6 ua and 3.3 kohms with an estimated 17 months remaining to eri. The pulse generator was explanted and replaced.